Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) and implantable defibrillation lead exhibited increasing pace impedance measurements, including an out of range measurement. All other diagnostics were acceptable and stable. No adverse patient effects were reported.

Manufacturer narrative:
(B)(4). The system will continue to be monitored at this time. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.

Event description:
Additional information was received indicating an invasive procedure was performed. The lead was successfully explanted and replaced. The device remained in service with the new lead. It was believed the raise in impedance was due to fibrotic encapsulation at the tip of the lead. It was reported another manufacturer's lead which was implanted had perforated twice. A few days later this device was explanted and replaced with an subcutaneous implantable cardioverter defibrillator (s-ICD). No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.